Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was oversensing in the ventricle, resulting in pacing inhibition and four recorded false episodes, occurring within seconds of each other. There was a "cyclic" pattern noted: one to two seconds of oversensing followed by three to four seconds of paced rhythm. The device remains in use. No patient complications have been reported as a result of this event.